Event description:
It was reported that post implant, the incision site was dry until three days post implant when the dressing was saturated. A pressure dressing was applied and the patient was given medication to prevent infection. The patient¿s hospital stay was extended. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant medical products: 4298-88, implantable pacing lead, (B)(6) 2013; 6935m-55, implantable tachy lead, (B)(6) 2013; 4479, competitor implantable pacing lead, (B)(6) 2012; 3058, interstim urinary mgu implantable pulse generator (ipg), (B)(6) 2011; 3093-28, interstim urinary mgu lead, (B)(6) 2011. (B)(4).